Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Corrective action has been initiated for the reported issue.

Event description:
Patient experienced infection 1 day post-implantation. Antibiotics were used to treat the infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A previously submitted MDR reported in if remedial action initiated that the device was part of a recall which was identified in correction/removal. Upon further investigation, it was found the lot number of the device reported for this event is not part of the recall. The previously submitted information in if remedial action initiated and correction/removal is incorrect and not relevant to this event.